Manufacturer narrative:
Other devices involved in this event: battery / (B)(4)/ catalog number: 1650de. No, not returned to manufacturer. No this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator complaining about abnormal battery switching on two batteries, which caused anxiety. The controller switched from one power source to the other one before the battery was drained to 25%. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files did not reveal any anomalies during the reported event date. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.